Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Patient was diagnosed w/a right inguinal hernia on (B)(6) 20115 and cleared for surgery. On (B)(6) 2015, the patient had surgery to repair the hernia. The peritoneal dialysis registered nurse (pdrn) stated she was aware of the patient's hernia surgery. The pdrn stated it was an umbilical hernia. However, medical records reveal the patient had an inguinal hernia. The pdrn stated the patient was treated as an outpatient surgery on (B)(6) 2015. Medical records did not contain medication lists, hospital progress notes, hospital history and physical, hospital admission labs, peritoneal dialysis flow records (prior to (B)(6) 2015) or physician orders for review. The patient was diagnosed with inguinal hernia but there was no documentation in the medical record indicating a cause for the hernia. Medical records did not reveal a date the hernia occurred. Medical records did not indicate patient had an overfill. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient's inguinal hernia.

Event description:
A peritoneal dialysis patient had surgery under gener endotracheal anesthesia to repair of the hernia.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation. The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted.

Event description:
The peritoneal dialysis (pd) patient stated he had recently gone to the hospital due to a hernia. During a follow-up, the pd registered nurse (rn) stated the patient had an umbilical hernia. The patient was treated with outpatient surgery on (B)(6) 2015. The patient has since continued pd treatment without any reported problems.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.